Manufacturer narrative:
The complaint is not confirmed. No pressure or flowrate discrepancies were observed. The unit passed all bench tests during the evaluation.

Event description:
It was reported during a procedure the pressure setting on the ar-6480 dualwave pump changed on its own. There was no pedal or hand remote in use. The pump tubing was changed and the issue occurred again. The case was completed by using a replacement pump.